Manufacturer narrative:
The product was not returned for review. The cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp developed hemolysis. The pump was explanted the following day and the condition resolved.